Event description:
The facility representative reported a flo-gard infusion pump with an unknown problem. It is unknown when, or in which care area, this event occurred. This condition had the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement; however, no patient injury or medical intervention was reported to have occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an unknown problem was not confirmed or duplicated by baxter service personnel. Quality engineering has reviewed the service evaluation and has determined that an f94 failure code displayed by the device confirms the customer's condition. The root cause of this condition was determined to be the configuration option settings checksum was not zero due to a defective main battery. The main battery and harness were replaced, and the configuration option settings were reset to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) and (B)(4) in the u.s. Region as of (B)(4) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.